Manufacturer narrative:
Device was used for treatment, not diagnosis. Service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the thread saw coupling of the sagittal saw with key device was stripped and defective, and the housing was deformed. It was further determined that the device failed pretest for check roundness of housing, check the saw blade coupling, and check for leakage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.